Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation, blurry image and moisture inside the charged coupled device lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction cut on cable and moisture inside the charged coupled device lens was traced to be component failure and the most probable root cause of the malfunction blurry image was identified due to moisture inside the charged coupled device lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head has some damage to the wire and a smell of burnt wire; sections where the metal cable was exposed. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.